Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced low flow alarms. The site decided to exchange the controller as a result of the reported event. The patient tolerated the controller exchange well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual examination and functional testing. Low flow alarms could not be duplicated at the bench level. The reported low flow alarm event was confirmed via log file analysis which revealed two low flow alarms (medium priority alarm) logged since (B)(6) 2017. This kind of alarm occurs if the patient's average flow drops below the alarm setting. The low flow limit was set at 2.0 lpm; the average flow when the low flow alarms were triggered was 1.928 lpm and 1.957 lpm. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Correction for previous report for sections: return date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.